Event description:
It was reported that the patient underwent a right ankle surgery in 2002 involving an absorbable suture. It is reported that the patient expected the sutures to absorb but the sutures did not absorb. A large knot was palpable under the skin, and the patient experienced pain at the site. The patient was readmitted to the hospital and had the sutures surgically removed in 2003.